Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the back light inverter board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the main display was blank. It is unknown whether there was patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The back light inverter board was installed with the golden testing ventilator and found the ventilator passed the initial check - in test and alarmed properly both audibly and visually. The ventilator passed the initial ptv final test and passed the full main display calibration test. The ventilator also passed a 4 hour duration test and all bench test¿s. Visual inspection of the unit did not reveal any anomalies.